Event description:
Unomedical reference number (B)(4). Event occurred in saudi arabia. It was reported that patient faced infusion set tap not sticking event on 11-may-2024. Infusion set has been used for cople hours. Patient used alcohol at insertion area. No further information available.